Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to unit user interface controller (epc) is not starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. Informed customer that the ventilator needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported problem was not duplicated. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported screen flickering during field engineer inspection on a bellavista 1000 us. Furthermore, there was no patient reported associated with the event.